Manufacturer narrative:
The insulin pump was received with cracked reservoir tube window corners, cracked battery tube threads, a cracked case at display window corners, a cracked reservoir tube lip, minor scratches on the lcd window, and a missing end cap sticker. The insulin pump was also received with intermittent button response due to corroded keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were cracks on the insulin pump near the reservoir window and the battery compartment.